Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Heartmate 3 lvas, serial number (B)(6), was not explanted. No product is available for investigation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20aug2020. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The heartmate 3 lvas IFU lists bleeding, neurological event (not stroke-related), multiple types of organ failure/dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system in section 6 ¿patient care and management¿. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas instructions for use (IFU) lists bleeding, other neurological event (not stroke-related), and multiple types of organ failure/dyfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent redo sternotomy and left ventricular assist device (heartmate 3) insertion on (B)(6) 2020 and had a complicated post-operative course. Post-cardiopulmonary bypass transesophageal echocardiogram revealed left ventricular ejection fraction at 10-15% with extremely edematous and thick left ventricle, right ventricle with mild dysfunction on inotropes and flolan. Transferred to the cardiovascular intensive care unit on inotrope and high dose vasopressor support. She was hypoxic and started on flolan. A bronchoscopy was performed and a large bloody plug was removed from the left lower lobe. She remained intubated and sedated overnight. On postoperative day 1 became increasingly hypotensive and acidotic. Transesophageal echocardiogram revealed a large left pleural effusion but no evidence of tamponade. She was resuscitated and taken to the operating room for redo left thoracotomy with chest washout and evacuation of hemothorax. Required massive transfusion due to coagulopathy. Continuous renal replacement therapy started. Repeat bronchoscopy revealed bloody secretions and she continued to have bloody output from around chest tubes. Taken back again to the operating room on (B)(6) 2020 but no obvious source of bleed identified. Unfortunately, she had progressive multi-organ failure over the next several days despite aggressive medical management. Despite being on continuous renal replacement therapy, she remained persistently acidotic with upward elevation of lactate. The family was made aware of her progressive decline. In the interim, sedation had been weaned with poor neuro exam. Found to have dilated and sluggish pupils on (B)(6) 2020 and head computed tomography revealed extensive diffuse bilateral hypoxic brain injury with bilateral infarcts and diffuse cerebral edema. Family notified and the decision was made to transition to comfort care due to she was in multiorgan failure with diffuse hypoxic brain injury, non-survivable injuries.